Manufacturer narrative:
The reported events of noise and insulation damage was confirmed. A complete lead was returned in two pieces [ connector portion (a) measured 8.8 cm while distal portion (b) measured 49.3/49.8cm (insulation/coil).]. Visual inspection of the lead found an external insulation abrasion [ 48.8 cm from the distal tip to the cut end of the lead of portion b] breaching the ring electrode cable lumen located proximal to the suture sleeve tie impressions consistent with friction to the device can. The ethylene tetrafluoroethylene (etfe) cable coating of one ring electrode cable was abraded. The reported events were isolated to the exposure of the ring electrode cable conductor in the abrasion zone.

Event description:
New information notes the reported tear in the superior vena cava (B)(6) 2019 occurred during the process of freeing the leads from intravascular adhesions using laser. A drop in blood pressure was noted leading to effusion. This led to a pericardial tamponade. Repair to the superior vena cava as reported was performed by conducting a sternotomy. During recovery in telemetry, persistent sick sinus syndrome, bradycardia, hypotension were noted. Extensive bleeding was noted during the re-implantation procedure on (B)(6) 2019. The new system was re-implanted successfully and the patient was stable following this procedure as previously reported.

Manufacturer narrative:
The reported events of noise and insulation damage was confirmed. A complete lead was returned in two pieces [ connector portion (a) measured 8.8 cm while distal portion (b) measured 49.3/49.8cm (insulation/coil).]. Visual inspection of the lead found external insulation abrasions due to friction to the device can [ 6.8 ¿ 7.0 cm from the connector pin and 8.3 cm from the connector pin to to the cut end of the lead of portion a] breaching the optim sheath. The silicone insulation beneath was not damaged in these regions. Visual inspection of the lead found an external insulation abrasion [ 48.8 cm from the distal tip to the cut end of the lead of portion b] breaching the ring electrode cable lumen located proximal to the suture sleeve tie impressions consistent with friction to the device can. The ethylene tetrafluoroethylene (etfe) cable coating of one ring electrode cable was abraded. The reported events were isolated to the exposure of the ring electrode cable conductor in the abrasion zone.

Manufacturer narrative:
Not returned to manufacturer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06734. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial and ventricular leads exhibited episodes of noise resulting in auto mode switch episodes. The patient presented in clinic on (B)(6) 2019 and the noise was reproducible with isometrics. Lead damage was suspected. No device intervention was performed. Patient was stable.

Event description:
Related manufacturer reference number: 2017865-2019-06734.new information notes that both the atrial and ventricular leads were extracted on (B)(6) 2019. A complication occurred during the procedure whereby there was a tear in the lateral wall of the superior vena cava and open heart surgery for repair was needed. The patient was stable following the procedure. The system was re-implanted on (B)(6) 2019 and the patient was stable following this procedure with no complications.